Manufacturer narrative:
Follow-up 04/11/2016: customer reported that health care provider has been contacted for diabetes management. Customer indicated that pump is working and no further assistance is needed. Recommendation was made to call tandem technical support for any additional question or needed assistance. Customer acknowledged. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 27 (mg/dl). Customer consumed juice to treat bg level. Reportedly, customer believed that the pump was delivering too much insulin; however, troubleshooting with tandem technical support indicated pump was performing as intended. Recommendation was made to contact health care provider to discuss pump settings and diabetes management.